Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had an infection where there was incisional wound opening. Patient reported they saw their healthcare professional (hcp) on (B)(6) 2017 and was told that the site was infected so oral antibiotics were taken and infection has resolved. No further complications reported. [Please refer to (B)(6) for fall, pain ins site and return of sx].